Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2015 with the following findings: a review of the pump black box data indicated no evidence of excessive battery usage. A cs177 low battery warning as a result of normal battery wear was observed. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side from the threads to the case seal. The battery cap secured properly to the pump, and a power loss was not observed. During testing, current draws measured within specifications. The ez-prime steps were performed correctly. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.